Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. Corrected data d4: UDI#. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: complete anastomosis after surgery. About 2 days after surgery the leak occurred. No problem or issues with the tissue. Good donuts and no tension. Endoscopies were performed and there were no issues or concerns with the anastomosis. Negative air test. The account went back to manual except for the powered 31mm. All instruments are from the same lot a9ej24. The staples were still intact and in standard formation when the patient went back into the or. No issues removing the stapler after anastomosis. Waiting 15 seconds or more and then retightening before firing. Account does the triple staple technique.

Manufacturer narrative:
(B)(4). Date sent 1/17/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what is meant by ¿anastomosis had loosened¿? It ment that patient anastomosis was compromised second day after surgery, two part of the colon was loosened. They needed to reoperate the patient a make a new anastomosis. What was the conditions of the colon and rectum prior to anastomosis (was there excessive edema)? No, that was the first thing that I discuss with surgeon. What were the indications for surgery? Patient had a cancer; it was oncology patient but there were no chemotherapy or any radiation prior to operation. What surgical procedure was performed? Left hemicolectomy. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No, I discuss with him and or nurses and assistant surgeon. They didn¿t feel anything different. What healthcare professional fired the device and what is his/her experience with the device? Dr (B)(6) fired the device, and he is using cdh31p last two years. He is one of the leading surgeons in this hospital. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? They said that they fired device close to middle position. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? I am not sure about this. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green mark and audiable feedback. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? I did a multiple training with them, so they are familiar with two revolutions, but I cant confirm that they did that. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No. Were the donuts inspected? If so, please describe. Yes, and both were in good condition. Both in full circle. Were there any issues noted with staple formation? If so, please describe the shape and location. No, as they explain to me, staplers were formed properly. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Surgeon is very experienced and skilled. He was very specific that this was ¿easy¿ case. Patient was in good shape and tumor wasnt so big. Also his point was that from his experience he never had that early problem with anastomosis. His thought is that staplers didnt hold the anastomosis properly. I discuss with him on all of this topics before confirm the complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a lap hemicolectomy two days patient was reoperated because de-anastomosis. Colon was in good condition, but the anastomosis had loosened. During the surgery he didn't feel any difference compared to previous time he used it. He is a frequent user of echelon powered circular stapler.